Event description:
Caller stated that medical attention was sought on (B)(6) 2019 at 12:00pm. He stated he received a result of 420mg/dl, started to feel confused and went to an urgent care facility. A normal blood glucose result for him at that time of day is 140-150mg/dl. End-user stated that before going to the urgent care he took 8 units of humalog and ate 2 eggs, 1 piece of toast, and 2 sausage patties. Upon arriving at the urgent care, they called paramedics and he was transported to the emergency room. Upon arrival his blood glucose was 22mg/dl. End-user stated they checked his blood pressure did an EKG and both were normal. He said he received a glucose solution by mouth at the hospital. End-user stated he was at the hospital almost 3 hours but was not admitted. He is required to take 3 units of humalog if result is above 200. Prior to discharge the end-user stated his blood glucose was 75mg/dl. He was treated at (B)(6) hospital located at (B)(6). No additional details were provided.